Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings within a two minute tme frame on the precision qid glucose meter. There was no report of death, serious injury or mistreatment associated with this event.